Event description:
It was reported that the pump wake button was difficult to depress. Customer applied more pressure to the button, and it functioned as expected. Customer's blood glucose was 17.8 mmol/l. Customer reverted to using an alternate method of insulin therapy.